Event description:
According to reporter in the legal dept the pt had a bard peg placed in 2000, and during traction removal in 2001, the dome detached from the catheter and remained in the pt. A mickey was placed, but was lost during the night. The dome was left to pass.